Event description:
A prisoner was being treated for asthma at the correction institute. The paramedic laid a "d" size cylinder between the legs of the pt, the cylinder was opened and a fire occurred. Pt received 2nd, 3rd, and 4th degree burns and paramedic received 2nd, 3rd degree burns on face and hands.